Event description:
On (B)(6) 2013, it was reported that the patient thinks the vns is not helping but the physician disagrees as the patient¿s seizures are increasing as the ¿device wanes.¿ clinic notes were previously received dated (B)(4) 2013 which indicated that the patient started experiencing intermittent tingling throughout the body that started 10 days previously. The patient¿s settings were noted to be output= 3.25ma, magnet output= 3.5ma, frequency= 20 hz, pulse width= 250usec, on time= 30, off time=1.8 min. It was stated that the patient¿s battery was dead and the patient would be referred for replacement. The physician later reported that the hypoesthesia was not related to vns. He again reiterated that the patient¿s battery is dead and needs to be replaced. Although surgery is likely, it has not occurred to date. A battery life calculation was performed which showed 0 years remaining until eri=yes. It was later reported on (B)(6) 2013 that the physician has not made any decisions yet as to what he will do. The wife stated that the patient had 2 cps and 1 grand mal seizure within 2 days of each other recently and the wife thinks it¿s because he either missed a medication or because the vns is no longer working. She stated that the battery stopped working about 2-3 months ago. It was reported that the patient is still on hold for surgery and not ready to move forward.

Event description:
Additional information was received that it is unclear if the patient will move forward with surgery as he is having problem with his prostate. The patient has been continuing to have an increase in seizures and had approximately 15 in a 2 week period. The generator was reported to be depleted.

Manufacturer narrative:
Evaluation codes: the initial report inadvertently reported the incorrect conclusion code. There is sufficient information to suggest that the increased seizures is related to normal battery depletion per the physician and is substantiated by the battery life calculation of 0 years remaining.

Event description:
An implant card was received indicating that the vns patient underwent generator replacement surgery on (B)(6) 2014 due to battery depletion. Per the implant card, the device could not be interrogated due to end of service. The explanting facility discarded the explanted device; therefore, no analysis can be performed.